Manufacturer narrative:
The device has not been received for investigation. However, the provided video confirmed the report. It shows the balloon leaking while attempting to inflate. It appears the balloon has a hole. While the reported event was confirmed, the exact root cause of the reported issue could not be determined. We have conducted a lot of history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests met their requirements. We have not received any other complaints of a similar nature for devices from this lot.

Event description:
It was reported that the pruitt f3 carotid shunt blue balloon has a hole and was leaking. It was not used on the patient. No injury was reported.